Manufacturer narrative:
On 6/24/16 integra investigation completed. Method: failure analysis, device history evaluation results: failure analysis - there is one needle holder returned in used condition, showing wear staining and a broken insert. There appears to be black staining around the area where there is breakage. The complaint report is confirmed, damage/worn. Device history evaluation - DHR review. Nonconforming product report / nonconforming material report history: none. Variance authorization / deviation history: none. Engineering change order/manufacturing change order history: none. Corrective action preventive action history: none. Health hazard evaluation history: none. Conclusion: the root cause of the damage has not been identified as a workmanship or material deficiency.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer reports that during an open abdominal hysterectomy with bilateral salpingo-oophorectomy the jarit needle holder tip broke off in the patient. Found broken piece in wound. No harm to patient. On (B)(6) 2016 broken piece removed from patient.